Manufacturer narrative:
(B)(4). The issue of under-quantitation with the cap/ctm (B)(4) test due to sequence mismatches in the gag region to the test's primer / probe is a known issue. These rare mutations are acknowledged in the package insert. No sample material, data, or gag sequence information was provided by the customer for evaluation. It is unknown if this sample contained sequence mismatches. However, this could be a plausible explanation for the sample being under-quantitated. Without further information regarding this sample, the reason for the discrepancies cannot be determined. Furthermore, the cap/ctm (B)(4) results for this sample were compared to antibody testing, cd4 count and p24 antigen testing. No correlation can be made between these tests and viral load. Based on the limited information available, no product non-conformance was identified (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer site in (B)(6) alleged that false (B)(6) results were generated with the cobas ampliprep / cobas taqman hiv-1 test, version 1.0 when compared with previous serology test results (specific test is unknown). The customer site reported that in 2010 they had a total of 6 patient samples that were serology (B)(6) for hiv and (B)(6) with the cobas ampliprep / cobas taqman hiv-1 version 1.0 assay. One medical device report per patient is being filed (MDR numbers 2243471-2011-00052 though -00057).